Event description:
It was reported that the patient underwent a surgical explant of an inflatable penile prosthesis (ipp) due to infection. Another device was implanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.